Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple error alarm. Customer's blood glucose level was 150 mg/dl. Customer reported they were able to clear the alarm and rewind the insulin pump. Customer did not perform displacement test because insulin pump received alarm which appears to 2nd occurrence. Customer was advised to discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors 37 or 42 were noted during testing. Motor was tested outside the unit, and it passed.